Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient was injected with 2mls of juvéderm® voluma¿ xc into the right temple and 2mls into the left temple. On this same date, patient experienced lumps on both right and left temples accompanied with pain, firmness, tenderness to touch, swelling, and redness. The redness ultimately resolved on the same day, the lumps and swelling resolving the next day, the firmness swelling the next, the pain resolving the next day, and the tenderness to touch ultimately resolving 5 days after the injection.